Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during blood collection bd vacutainer® flashback blood collection needle cap falls off. The following information was provided by the initial reporter: phase: during blood collection. Defect: when the nurse is taking blood from the patient, the needle cap falls off.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows an injured finger so a needle stick injury can be confirmed. However, without any evidence (samples or photos) of the actual flashback needle, no specific failure mode can be confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle stick injury. This complaint could not be confirmed for loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during blood collection bd vacutainer® flashback blood collection needle cap falls off. The following information was provided by the initial reporter: phase: during blood collection; defect: when the nurse is taking blood from the patient, the needle cap falls off.